Event description:
Boston scientific received information that the patient with this left ventricular lead presented to the hospital due to worsening heart failure. An ap view xray displayed a possible kink on the distal segment just proximal to the spiral part of the lead. It was thought there may be a possible lead fracture or dislodgment. A lateral view xray was recommended. In addition, the threshold measurements were observed. As this lead was not capturing, it was thought this may have contributed to the worsening heart failure. The patient with this lead has an intrinsic rhythm atrial fibrillation (af) with sensing normal atrial and right ventricular values. The device was reprogrammed. No inappropriate therapy had been delivered. There was no loss of critical therapy and the right ventricular lead was functioning appropriately. Impedance measurements were consistent.

Event description:
Additional information was obtained. At the increased programmed outputs, biv capture was confirmed by electrogram and threshold testing. No further xray had been performed. The patient remained hospitalized and received medical treatment for the heart failure. This lead remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this lead was reprogrammed, remains implanted and in service. Should additional information become available, this event will be updated.